Event description:
According to the reporter: the device spring came loose and fell in the patient abdominal cavity. Further information about retrieval of the piece has been requested. No patient injury report was made, and there was no report of surgery time delay.

Manufacturer narrative:
MDR initial report submitted: 01/05/2009.